Manufacturer narrative:
The patient code was used to report the non-specific cardiac event for which there is no code available. This is one of two device reports related to the same event. A follow-up report will be submitted upon receipt of additional information.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired on that same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.